Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in three segment for analysis. The damage found was sustained during the surgical procedure. The lead segments were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient received an alert. At the clinic, hv impedance measurements were high in two configurations. All other measurements were normal. The lead was explanted and replaced.